Manufacturer narrative:
Device evaluation conclusion: the guide wire was received at csi for analysis. Visual examination revealed a fracture at the proximal solder bond. There was no other damage observed with the guide wire core shaft. The fractured sections were sent for scanning electron microscopy analysis, which showed the guidewire fractured due to excessive torsional forces being applied when contacted by the spinning driveshaft. This is confirmed by the details reported to csi. The root cause of the fracture is considered to be user error. At the conclusion of the failure analysis investigation, the reported wire fracture was confirmed. The diamondback 360® coronary orbital atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A viperwire guide wire and coronary orbital atherectomy device (oad) were selected for treatment of a lesion in the circumflex artery (cx) via femoral access. The target lesions were in the mid and mid/distal portion of the cx and were severely calcified. Glideassist was used to maneuver the oad through a lesion in the left anterior descending artery (for which treatment was not planned) and into position in the distal vessel. Imaging quality was poor due to the patient's size, sternal wires, surgically placed impella, and a defibrillator. Therefore, the physician could not discern the actual position of the oad; it was farther distal than intended. The oad came into contact with the spring tip of the viperwire. The spring tip of the wire fractured and became lodged within the oad nose. A second viperwire was used to continue the procedure without further issue and with minimal delay.